Event description:
As reported: the physician performed an evar procedure on (B)(6) 2021. He tried to use manta devices. The physician used one manta 18f and was successful. He used one manta 14f and reported that it was defected as the valve pushed back the bypass tube. Because the physician faced this issue again with the manta 14f, he decided to use a manta 18f and was successful. Additional information received on 21oct2021: during the evar procedure, there were no issues with advancing or withdrawing procedure sheaths.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar whereas a 14f device and sheath were utilized, a 14f ce manta was deployed for closure in the left common femoral artery. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The sheath was removed, and the physician choose to use a 18f ce manta and successfully deployed without complication. The IFU indicates the 18f manta device is indicated for closure of femoral arterial access sites following the use of 15-18f devices or sheaths (maximum od/profile of 25f).